Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away due to an unknown cause. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the peritonitis and another indication. Treatment for peritonitis was unknown. On an unknown date, the patient was discharged from the hospital. Subsequently the patient passed away while under hospice care due to an unknown cause. No further information was provided regarding whether the patient recovered from the peritonitis prior to death, if an autopsy was performed or whether dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.